Event description:
It was reported that the assy clamp barrel has cracks and rust-like formations. There was no information on patient involvement.

Manufacturer narrative:
A follow up report will be submitted with investigation results should the device be repaired or the device/logs be received for evaluation. Per 803.52(f)(11)(iii) the information provided represents all of the known information at this time. The complainant or reporter was unable or unwilling to provide any further patient, product, or procedural details to the manufacturer.

Event description:
It was reported that the assy clamp barrel has cracks and rust-like formations. There was patient involvement but no patient harm.

Manufacturer narrative:
Omit: medical device other operator, e2401 - insufficient information, f24 - insufficient information, b17 - device not returned, c20 - no findings available. Correction: describe event or problem, medical device operator, initial reporter addr 1, initial reporter addr 2, initial reporter city, initial reporter facility name additional information: device available for eval?, returned to manufacturer on, initial reporter zip, report source, device eval by manufacturer?, imdrf annex a, b, c, d, g codes, remedial action required, remedial action # and manufacturer narrative. A device history record, complaint history review, and risk review on failure modes are performed on each device with reportable malfunction(s) along with other methods of investigation as coded in section h6 of this MDR report. Investigation summary: the report was that barrel clamp assy has cracks and rust-like formations were confirmed during the inspections. The returned devices were evaluated, and testing performance demonstrated the devices work under specifications. The test results for replicating the issue do not show an error during the preventive maintenance. Asm tests passed without errors or malfunctions. The barrel clamp accuracy test passed with two verification points; the first point acceptance range was between 14 mm ¿ 16 mm and second point 24 mm ¿ 26 mm, with nominal value of 15 mm and 25 mm respectively. The four suspect modules were set for a functional tests infusion programmed for a rate of 25 ml/h and vtbi of 25 ml; the tests were completed without any alarm or anomalies being noted. During the inspection of the four suspect syringe modules, it was confirmed that all modules have the barrel clamp with stains, corrosion and cracks; but moved with no interference, the entire rear case with dents and cracks, the iui¿s with stains and little cracks and the screws were observed to be rusty. All parts inspected were manufactured by bd. The suspect syringe modules logs were retrieved from the systems to ascertain event details associated with the reported event. The reported incident was 15may2025 and time was not reported. A review was performed on the latest error logs of each syringe module, but none of the errors observed are from the incidental issue day, since no module was connected on the reported day. At 9:04 am on (B)(6) 2025 the suspect syringe module (s/n: (B)(6)) recorded the error code 353.7200 at 10:18 pm on (B)(6) 2025 the suspect syringe module (s/n: (B)(6)) recorded the error code 353.7200. At 11:42 am on (B)(6) 2025 the suspect syringe module (s/n: (B)(6)) recorded the error code 353.7200. At 10:32 am on (B)(6) 2025 the suspect syringe module (s/n: (B)(6)) recorded the error code 353.7200. The list below shows the last infusions of each syringe module, however, none of the infusions were recorded on the day of the report. At 8:15 am the suspect syringe module (s/n: (B)(6)) was programmed an infusion with bd syringe of 50 ml; the rate = 1 ml/h and vtbi = 5.1921, the infusion lasted three and half hours. At 3:11 pm the suspect syringe module (s/n: (B)(6)) was programmed an infusion with astrazeneca syringe of 50 ml; the rate = 3 ml/h and vtbi = 9.5, the infusion lasted an hour. At 12:31 am the suspect syringe module (s/n: (B)(6)) was programmed an infusion with bd syringe of 50 ml; the rate = 6.176 ml/h and vtbi = 44.5253, the infusion lasted three hours. At 4:49 am the suspect syringe module (s/n: (B)(6)) was programmed an infusion with bd syringe of 30 ml; the rate = 92.8332 ml/h and vtbi = 23.2083, the infusion lasted fifteen minutes. The alaris system user manual (v12.1), states within inspection requirements, ¿to ensure that the bd alaristm system remains in good operating condition, both regular and preventative maintenance inspections are required.¿ the bd alaris system¿ cleaning and disinfecting procedures state the approved cleaning solution for use are: clorox healthcare® bleach germicidal wipes. Dispatch® hospital cleaner disinfectant towels with bleach. Metrex caviwipes¿ bleach disinfecting towelettes. Proper operation of the bd alaris¿ system requires that you are familiar with related features, setup, programming, IV sets, and accessories. Read all instructions, including those for all attached module(s) before using the bd alaris¿ system. Selecting an incorrect syringe may cause an under infusion or over infusion to the patient. The devices were in use for treatment purposes as intended per 21 cfr 820.198(d)(2). Notes to repair center: suspect syringe module s/n: (B)(6) the device was disassembled for this investigation. Please re-torque all screws and calibrate the device. Please replace the barrel clamp assy. Repair center should follow their normal processing of the device, looking any incidental issues prior to returning it to the customer. Dchu will not cover the costs associated with any incidental findings or physically abused components. Suspect syringe module s/n: (B)(6) the device was disassembled for this investigation. Please re-torque all screws and calibrate the device. Please replace the barrel clamp assy. Repair center should follow their normal processing of the device, looking any incidental issues prior to returning it to the customer. Dchu will not cover the costs associated with any incidental findings or physically abused components. Suspect syringe module s/n: (B)(6) the device was disassembled for this investigation. Please re-torque all screws and calibrate the device. Please replace the barrel clamp assy. Repair center should follow their normal processing of the device, looking any incidental issues prior to returning it to the customer. Dchu will not cover the costs associated with any incidental findings or physically abused components. Suspect syringe module s/n: (B)(6) the device was disassembled for this investigation. Please re-torque all screws and calibrate the device. Please replace the barrel clamp assy. Repair center should follow their normal processing of the device, looking any incidental issues prior to returning it to the customer. Dchu will not cover the costs associated with any incidental findings or physically abused components. Root cause: the root cause of the report was that barrel clamp assy has cracks and rust-like formations were confirmed during the internal and external inspection, it was not determined. The returned devices were fully evaluated; laboratory testing performances demonstrated the devices were functional and working in their normal values. Note that this report lists imdrf annex a1801, a0401, a040601, a040507, a0509, c070606, c0601, d15, g02017, g04037, g04061, g04070 codes not associated with the reported event but identified as reportable malfunctions observed on the device during investigation are unrelated to the reported issue. These other failures presumptively did not cause or contribute to the reported issue. Per 803.52(f)(11)(iii) the information provided represents all of the known information at this time. The complainant or reporter was unable or unwilling to provide any further patient, product, or procedural details to the manufacturer.